Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high left ventricular (lv) lead threshold measurement and output. The device and lead remain in use. No patient complications have been reported as a result of this event.